Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the flow sensor did not function as expected. No other details regarding the nature of the event were provided. The perfusionist stated the case was cancelled due to patient complications. There was no reported adverse consequences to the patient as a result of this event.